Event description:
(B)(4). The home patient's (hp) registered nurse reported the hp experienced an unintentional disconnection of the transfer set from the titanium adapter (this medwatch covers the titanium adaptor) during peritoneal dialysis (pd) and was subsequently diagnosed with peritonitis. According to the report, the hp reconnected the transfer set to the titanium adapter after the disconnection. The hp underwent outpatient surgery to adjust the pd catheter and cloudy effluent was noted. On the same day, the hp was diagnosed with peritonitis. The hp was not hospitalized for the event but was treated with vancomycin (dose, route and frequency not reported). The outcome of this peritonitis event was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed as there was no sample available. Therefore, no root cause could be determined. Since the lot number is unknown, no batch review will be performed. If relevant additional information becomes available, a follow up report will be submitted.